Event description:
Main body introduced into pt and deployed normally; however, after this, pt blood pressure dropped and it was noticed that there was a significant volume of blood coming from somewhere around the area of where the haemostatic valve joins with the sheath on the main body sheath. Pt had to be given blood. No add'l info has been provided.

Manufacturer narrative:
(B)(4). Blood loss is labeled in the IFU. Valve leaks are not specifically addressed in the IFU. Event eval: still under investigation.